Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section h1 (type of reportable event) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. Unit was successfully downloaded using thump software and carelink. Confirmed (B)(4) units of bolus insulin delivered on 10/11/2024. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. P-cap locked in place properly during testing. The following cosmetic damages were noted: cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for possible under delivery anomaly not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, DHR requested - other reasons. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: just a normal day nothing unusual. Document treatment for high blood glucose: insulin pen document type of diabetes: type 2. The event involved product(s) mmt-332a, mmt-386a, mmt-1880. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high blood glucose. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-386a. Mmt-1880 was requested and customer response was the device will be returned.